Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage and moisture damage to the keypad traces.

Event description:
Customer reported a button error on her insulin pump that occurred about two months ago. Since then she has been in and out of the emergency room and was admitted for diabetic ketoacidosis. Customer stated that none of the hospitalizations occurred while customer was wearing the device, but while she was on manual injections. Customer's blood glucose was around 250 mg/dl. Customer stated before the button error, she was in a car accident where her car was t boned and she was slammed against the car door. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. No other details about the hospitalizations were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).